Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were hi mg/dl (used 600mg/dl in replace of hi mg/dl to get value), 337mg/dl. Tests were done within < 10 minutes with a difference of 50%. Pt did not experience any adverse events. No further info has been reported. "The customer's spouse stated the strips may have been open 3 months or longer."